Event description:
I wore my contact lens in 2007. I usually only wear my contacts on special occasions. The next day, I woke up with pus in my eyes and my eyes were extremely bloodshot. Since I am a teacher, I knew I had to seek medical attention for fear of conjuctivitis, which is contagious to others. I did not go to work, and went to a primary care station that morning. The doctor concluded it was conjuctivitis and wrote a prescription. Upon hearing about amo complete moisture plus multi-purpose solution recalls, which my contacts were stored in, I believe my infection was caused from this solution. Dates of use: 2007. Diagnosis: contact lens solution. Event abated after use stopped: no.